Event description:
The operator was moving the arm of the unit back to the wall, when the scissor arm with the tubehead broke off and fell on the floor.

Manufacturer narrative:
There were no patient or user injuries with this event. The arm's casting was broken at the pivot point where it goes into the master control unit. The horizontal arm will need to be replaced. Unit cannot be used until it is repaired. Device evaluated by dealer service tech.